Event description:
The device was used during a laparoscopic fundoplasty procedure. Reportedly, the instrument did not grasp or cut, and there was insufficient coagulation. The hosp has reported no patient injury occurred.